Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse observed disconnected tubing at pinch valve pv32. The fse replaced the tubing and the instrument was able to run without leaks. Repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from an unknown location inside a coulter lh 500 hematology analyzer. The volume of the leak was less than 10 ml and was not contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.